Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her one touch verio iq meter had displayed an error 3 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on "(B)(6) 2015" the patient manages her diabetes with insulin (no adjustments) and reported that she had exercised around midday on the (B)(6) 2015 as a result of the alleged error. The patient stated that on an unknown time after the alleged product issue began she developed the symptoms of "sweating, hypoglycemia". The patient reported that on "(B)(6) 2015, midday" she called emergency medical services (ems); however she denied receiving any medical intervention. At the time of trouble shooting, the cca confirmed the correct testing steps were carried out. After walking through a retest the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.